Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative who reported that rep met with patient (B)(6) 2018. Patient stated she continues to have difficulty charging as the ins is tilted; patient stated that the unit continues to shut itself off at times. It was reported the patient was reprogrammed. It was reported the patient has an appointment on (B)(6) 2018 to discuss issues.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a very difficult time recharging the ins battery and the battery was tilted which made it very difficult to obtain a good connection when trying to charge. The patient further stated that for several months prior to the report, at random times, the ins would shut itself off even when it would show that the battery was not depleted. The patient also reported that she had a recent x-ray that showed that one of her leads had moved and her stimulation had changed. The rep read the ins battery and it indicated that the patient was getting an average coupling of 4 bars and it was taking 4-6 hours to recharge. An impedance check was performed and all were within normal limits. The rep reprogrammed the ins battery due to the change in the patient's stimulation. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the patient. It was reported that the implant had quit working. When asked if it quit due to normal battery depletion, they reported they did not know. It was noted the patient had a new implant as of (B)(6) 2018. No further complications were reported or anticipated.